Manufacturer narrative:
The complaint of leaks on item: ch2000s-c cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
It was reported that, on an unspecified date, a spinning spiros® closed male luer, red cap was reported to have cracked leaking to a leak during patient use. The reporter stated that the patient with a methotrexate line broke at the spiros that was connected to the patient's cap. The entire end of the spiros broke in half, leaving chemo dripping out and completely disconnected from the patient. The charge registered nurse (rns) cleaned up the small chemo spill and notified the doctor that the chemo was not completed. It was also stated that the patient had valguards covering both the cap connection and the entire quad fuse. They checked the line patency or blood return at 18:10 and the line was completely intact and nothing was leaking. The patient's mother stated also that this must have happened when the patient moved to the couch and caught it right away. The chemo did not come in contact with a healthcare provider but probably was on the patient. They cleaned up chemo per protocol. The event happened a few weeks ago and filed the date of their psa yet do not have access to it once it is filed. The product was attached to the patient for multiple days and the lot number is not on the actual product, just on the packaging. It was also unknown as to where vanguards are purchased. The product had been connected to the patient for about 22 hours and was functioning normally. There were no photos taken as they had to clean up the chemotherapy spill. The end of the spiros (skinny end) snapped off/in half. There was no therapy resumed and medication was not replaced. The patient lost about 1.5 hours of chemotherapy, where lines could not be salvaged as they were contaminated and dripping on the floor. The oncology pharmacy was not there to make more and it is a timed 24-hour medication that runs with timed labs afterwards. Thus, it was decided just to omit the last 1.5 hours of chemotherapy. The sample is not available as it was covered in chemo and thrown away with the chemo spill kit per facility protocol. There was no harm reported.